Event description:
According to the reporter, the patency capsule did not passed. Six days after the CT scan they can still see the capsule. It was located in cecum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.